Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a protrusion at the distal tip of the guidewire was confirmed, but the exact mechanism of damage was unknown. One 0.018¿ x 50 cm guidewire was returned for investigation. The guidewire was received without the hoop. The coiled section of the guidewire was bent 1.1 cm from the distal tip. The outside diameter (od) of the coiled end of the guidewire was within specification. The weld tip was present at the distal end of the core wire, but the coil wire broke near the weld tip and was partially unraveled from the core wire. The protrusion of the coil wire from the weld tip prevented the guidewire from passing through an introducer needle. No evidence was observed which suggested a root cause to the event. While the exact cause of damage could not be determined from the sample analysis, possible causes include damage handling or retraction of the guidewire through the needle bevel. A lot history review (lhr) of rees3233 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the guide wire presented a small protrusion in its tip, not being possible to fit into the syringe. No other information provided. Additional information received january 29, 2021: incident was noticed during the use. There was no patient/health professional impact. No medical intervention was required. 06/09/2021: the returned wire was found partially unraveled from the core wire.